Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had implanted an inflatable penile prosthesis (ipp) in 2017 and it recently stopped working due to fluid loss. An ipp revision surgery was performed in which the doctor removed and replaced everything but the reservoir. During the procedure, it was noticed that the cylinders appeared to be frayed in the middle, causing a hole. The surgery results were good and patient is set to fully recover.